Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found a broken quick disconnect clamp on the piping that delivers water to the spray arm. The technician replaced the quick disconnect clamp, ran a test cycle and confirmed the unit was operating to specification. The washer was installed in 2002 and is currently under steris contract. The last preventive maintenance was completed on (B)(6) 2014 at which time the unit was confirmed to be operating to specification.

Event description:
The user facility reported their reliance 130 cart washer was spraying water from the top of the unit. The water sprayed onto the tiles located above the washer and leaked along the unload side door area of the cart washer and onto the floor. No injuries or procedural delays/cancellations were reported.